Manufacturer narrative:
An investigation was performed and the reported issue was not able to be reproduced. There have been no reports of similar incidents involving this ultrasound system.

Event description:
An nmpa report (B)(4) was received that reported the cx50 ultrasound system could not be turned on when needed for a portable bedside exam for a critically ill patient. Another system was used for the unspecified examination. There was no patient or user harm. Philips has started an investigation, and upon completion, a follow up report will be submitted.